Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. Sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. Watermark was observed at the base of the sensor tail. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). The returned battery was measured and was found to be within specification. Source measurement unit, poise voltage and thermistor testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced hyperglycemia symptoms. Customer was unable to self-treat and was administered an insulin (dose/type unspecified) by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced hyperglycemia symptoms. Customer was unable to self-treat and was administered an insulin (dose/type unspecified) by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted